Manufacturer narrative:
The site reported that a capsular bag tear occurred without providing any additional information regarding the lal. The site did provide the information that the patient was seeing 20/15 post-operatively. Rxsight is currently following-up with the site to obtain additional details regarding this event. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the initial delivery of a light adjustable lens (lal) a capsular bag tear occurred. The surgeon placed the lal into the sulcus. Rxsight's first awareness of this event was on 03/21/2023.

Manufacturer narrative:
Follow-ups have been made to gather additional information from the site; however, no additional information has been received by rxsight. The device history records for the lens could not be reviewed as the serial number was not provided. Manufacturer reference #: (B)(4).